Manufacturer narrative:
At this time, we are unable to determine to what extent, if any the 3dmax light mesh may have caused or contributed to the patient¿s reported pain. As reported it appears that the patient has a history of pain on his left side that he associates with his multiple hernia repairs. The maude event report did not include contact information, therefore we are unable to request additional information. Based on the information provided no conclusion can be made. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5077320): "was pulling a pallet jack with stock on it and noticed a severe pain in my groin area. Reported this to my employer I have constant pain. Problems urinating and can't sleep on left side. I have same symptoms as I did when I had my original surgery in 2015 with the ethicon ultrapro mesh which failed. Now I have the bard 3dmax light mesh which only lasted a little over 2 years. Now I have to have a 3rd surgery an do not know what is safe to use. I do not wish to keep going through years of pain and discomfort."